Event description:
It was reported that it was thought that some of the supra-ventricular tachycardia (svt) high rate episodes may be due to far-fieldrwave oversensing on the atrial lead. Partial post-ventricular atrial blanking (pvab) and managed ventricular pacing (mvp) mode were programmed on and the patient is conducting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086 implantable pacing lead 2012-(B)(6). (B)(4).